Event description:
It was reported that the ventilator shut down when put on a patient. No patient harm reported. It is unknown if the ventilator had an audible alarm when the reported problem occurred.